Event description:
In 2006, the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter would not power on. The pt reported that about seven weeks earlier at 6:00 pm, the test would not start on the reported meter. The pt reported the meter would turn on, but the apply sample icon remained on the screen after the blood sample was applied. The patient stated that a short time later she fainted and her family member contacted emergency services. The paramedics arrived and revived the pt, tested her blood glucose level to be 49 mg/dl, the emt gave her a glucose solution and checked her vital signs. It is unknown how much time elapsed between the attempt to use the meter and the arrival of the emergency services. The paramedics recommended the pt eat her normal meal. The patient was not transported to the hospital. The patient reported she had been able to successfully test her blood glucose on the reported meter up until the date of the event. She tests her blood glucose level two to three times per day. The pt takes humalin insulin 25 units in the morning and 13 units in the evening and does not adjust the insulin based on the meter readings. She states she rarely has low blood glucose levels and has never fainted before. The customer care advocate determined that the patient was using the correct test strips, and the meter did turn on with the power button and with the test strips. The meter, test strips and control solution were replaced.